Event description:
Labeling error. It was reported that "the hipstar box does not contain the warning regarding 'not for use with greater than +10 heads.' A warning should be located on the box and was not. It was confirmed with photocopy provided."

Manufacturer narrative:
As part of quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (labeling error) and product code (lxo).